Event description:
It was reported that the right ventricular lead exhibited oversensing. The lead was capped and replaced successfully. The patient was in great condition before during and after the procedure.